Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil which is embedded within the myometrium at the right cornu region') in an adult female patient who had essure (batch no. 857655-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatty liver, calculus, uterine dilation and curettage, c-section, endometrial ablation, uterine fibroids, ovarian cyst, abdominal pain, abdominal pain lower, urinary frequency, muscle ache, joint pain, back pain and headache. Concurrent conditions included pelvic pain, sexual problem, vaginal infection nos, vaginitis, menopausal symptoms, urinary tract disorder, nabothian cyst, adenomyosis, paratubal cyst and perineal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil which is embedded within the myometrium at the right cornu region"). The patient was treated with surgery (essure removal/total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: removal details- the right essure device looked like it had migrated into the fallopian tube and the left one seemed to be at the uterine-tubal junction. The ovaries looked normal. Pathological report- the surgical requisition slip and specimen container received in formalin labeled "uterus, cervix, bilateral tubes and ovaries" is a 56g uterus with attached bilateral adnexa. The tan-pink trabeculated myometrium is 1.4cm thick and contains a silver colored metallic essure coil which is embedded within the myometrium at the right cornu region. The left fimbriated fallopian tube is 8.0cm in length and 0.8cm in diameter with a pink-purple smooth outer surface and a patent luminal surface in which a silver colored metallic essure is identified and securely in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Lot number reported (857655) is not valid. Amendment: the report was amended for the following reason: company causality comment updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil which is embedded within the myometrium at the right cornu region') in an adult female patient who had essure (batch no. 857655-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatty liver, calculus, uterine dilation and curettage, c-section, endometrial ablation, uterine fibroids, ovarian cyst, abdominal pain, abdominal pain lower, urinary frequency, muscle ache, joint pain, back pain and headache. Concurrent conditions included pelvic pain, sexual problem, vaginal infection nos, vaginitis, menopausal symptoms, urinary tract disorder, nabothian cyst, adenomyosis, paratubal cyst and perineal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil which is embedded within the myometrium at the right cornu region"). The patient was treated with surgery (essure removal/total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: removal details- the right essure device looked like it had migrated into the fallopian tube and the left one seemed to be at the uterine-tubal junction. The ovaries looked normal. Pathological report- the surgical requisition slip and specimen container received in formalin labeled "uterus, cervix, bilateral tubes and ovaries" is a 56g uterus with attached bilateral adnexa. The tan-pink trabeculated myometrium is 1.4cm thick and contains a silver colored metallic essure coil which is embedded within the myometrium at the right cornu region. The left fimbriated fallopian tube is 8.0cm in lenght and 0.8cm in diameter with a pink-purple smooth outer surface and a patent luminal surface in which a silver colored metallic essure is identified and securely in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Lot number reported (857655) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil which is embedded within the myometrium at the right cornu region') in an adult female patient who had essure (batch no. 857655-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatty liver, calculus, uterine dilation and curettage, c-section, endometrial ablation, uterine fibroids, ovarian cyst, abdominal pain, abdominal pain lower, urinary frequency, muscle ache, joint pain, back pain and headache. Concurrent conditions included pelvic pain, sexual problem, vaginal infection nos, vaginitis, menopausal symptoms, urinary tract disorder, nabothian cyst, adenomyosis, paratubal cyst and perineal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil which is embedded within the myometrium at the right cornu region"). The patient was treated with surgery (essure removal/total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: removal details- the right essure device looked like it had migrated into the fallopian tube and the left one seemed to be at the uterine-tubal junction. The ovaries looked normal. Pathological report- the surgical requisition slip and specimen container received in formalin labeled "uterus, cervix, bilateral tubes and ovaries" is a 56g uterus with attached bilateral adnexa. The tan-pink trabeculated myometrium is 1.4cm thick and contains a silver colored metallic essure coil which is embedded within the myometrium at the right cornu region. The left fimbriated fallopian tube is 8.0cm in lenght and 0.8cm in diameter with a pink-purple smooth outer surface and a patent luminal surface in which a silver colored metallic essure is identified and securely in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device lot number reported (857655) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil which is embedded within the myometrium at the right cornu region') in an adult female patient who had essure (batch no. 857655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatty liver, calculus, uterine dilation and curettage, c-section, endometrial ablation, uterine fibroids, ovarian cyst, abdominal pain, abdominal pain lower, urinary frequency, muscle ache, joint pain, back pain and headache. Concurrent conditions included pelvic pain, sexual problem, vaginal infection nos, vaginitis, menopausal symptoms, urinary tract disorder, nabothian cyst, adenomyosis, paratubal cyst and perineal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil which is embedded within the myometrium at the right cornu region"). The patient was treated with surgery (essure removal/total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: removal details- the right essure device looked like it had migrated into the fallopian tube and the left one seemed to be at the uterine-tubal junction. The ovaries looked normal. Pathological report- the surgical requisition slip and specimen container received in formalin labeled "uterus, cervix, bilateral tubes and ovaries" is a 56g uterus with attached bilateral adnexa. The tan-pink trabeculated myometrium is 1.4cm thick and contains a silver colored metallic essure coil which is embedded within the myometrium at the right cornu region. The left fimbriated fallopian tube is 8.0cm in lenght and 0.8cm in diameter with a pink-purple smooth outer surface and a patent luminal surface in which a silver colored metallic essure is identified and securely in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, medical history, lot number, auto narrative supplement were added. Event "medical device removal" was updated to "essure coil which is embedded within the myometrium at the right cornu region". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.